Event description:
The customer reported the 9800 system arced, shot up to 180 kv and did not produce an image. An error message of iris too large was also reported. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and confirmed the arcing defects at the tube. The candlesticks were cleaned and lubed. The iris too large error message could not be duplicated, but the rep replaced the fluoro function board. The system was found to be operating as intended.